Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a 5.5 cm in diameter fusiform abdominal aortic aneurysm with an infra-renal angle of 0 degrees. The proximal aorta was 29 mm in diameter and 20 mm in length. The distal aorta was 28 mm in diameter. The right iliac artery was 19 mm in diameter and the left iliac artery was 16 mm in diameter. The right and left femoral arteries were 10 mm in diameter. The right iliac artery was mildly tortuous, and the left was moderately tortuous. There was no iliac artery stenosis. The circumferential aortic mural thrombus/calcification at the proximal neck was 10%. It was reported that the patient suffered a stroke that resulted in hospitalization and permanent functional impairment (hemiplegia) approximately one month post implant. The investigator assessed the event to be procedure related but not device related. The patient has a history of transient ischemic attack and prior cva. The patient's inr was 2.6 upon admission to the hospital, and the investigator noted it is unlikely that the stroke was secondary to cardioembolic phenomenon. Carotid dopplers showed no significant internal carotid artery stenosis. No additional clinical sequelae were reported, and the patient is undergoing rehabilitation.

Event description:
Additional information was received as follows: it was reported that the patient recovered from the cva approximately one month post implant.

Manufacturer narrative:
(B)(4). Results: cva; paralysis. Patient history of cva/tia. Conclusion: cva; paralysis.